Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The endoscopic system controller (escp) was replaced due to the repeated recoverable error. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 32100 on the endoscopic system controller (escp). The issue was identified during procedure. The customer tried to reboot the system prior to calling, but the issue reoccurred. The customer preferred to change the system to continue the procedure. The procedure was converted to another da vinci system with no reported injury.